Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod5's and a ruby coil detachment handle (handle). It was reported that the patient's anatomy was tortuous. During the procedure, the physician deployed a pod5 into the target vessel using a non-penumbra microcatheter and then attempted to detach the coil using the handle but was unable to do so. The physician then attempted to manually detach the pod5 but was unsuccessful. Therefore, the pod5 was removed and the procedure was completed using a new pod5 and adjunctive glue. There was no report of an adverse effect to the patient.